Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during evaluation, a review of the pump¿s black box data showed one "pump not primed" warning with force readings that do not reach zero. The keypad was found to be intact. The up arrow keypad button was found to be unresponsive to button presses; all of the other buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found under all button contacts. The ¿unable to prime¿ issue was shown in the pump history but was not able to be tested due to the unresponsive keypad button. Unrelated to the complaint, investigation revealed that the battery compartment was cracked along the side of pump.